Event description:
Additional information received indicated the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) into MRI mode, causing it to inappropriately go into backup operation with high voltage therapies disabled. It was also noted that the ICD exhibited oversensing due to MRI noise. No intervention was performed to resolve the event. The patient was in stable condition.